Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the needle and holder disconnected. The following information was provided by the initial reporter. The customer stated: ¿due sampling the needle disconnected from holder due blood sampling when the phlebotomist was sampling blood from a patient the needle and holder disconnected. The needle was still in the patient vein and the holder was in the hand of the phlebotomist. No needle stick injury and no harm for the patient. Just happened one time. No exposure of blood and no further actions taken.¿

Manufacturer narrative:
Investigation summary: "material #: 368836 lot/batch #: 1271539 bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub holder separation was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 tubes, and the issue of hub holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub holder separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
B2. Change of occurrence changed from 05/11/2022 to 05/02/2022.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the needle and holder disconnected. The following information was provided by the initial reporter. The customer stated: ¿due sampling the needle disconnected from holder due blood sampling when the phlebotomist was sampling blood from a patient the needle and holder disconnected. The needle was still in the patient vein and the holder was in the hand of the phlebotomist. No needle stick injury and no harm for the patient. Just happened one time. No exposure of blood and no further actions taken.¿